Event description:
The pt was implanted with a left ventricular assist device. The physician reported that the pt experienced pump stoppages and alarms. The (B)(4) report noted that the pt went to get his batteries and passed out. The system controller was exchanged, but the pump did not restart. Chest compressions were performed, but the pt expired. The pt did not have any signs or symptoms of power elevations, or clinical signs or symptoms of heart failure or thrombus.

Manufacturer narrative:
(B)(4) was returned assembled with the percutaneous lead (lead) cut approx 9" from the pump housing and the external portion of the lead was returned (28"). The inflow conduit was returned attached to the pump inlet port. The outflow graft and the outflow graft bend relief were returned attached to the pump outlet port. Visual exam of the proximal side of the inlet stator and the distal side of the outlet stator prior to disassembly revealed no evidence of adhered depositions or thrombus formations. Eval of the disassembled pump revealed no evidence of adhered depositions or thrombus formations. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption to what was recorded during the manufacturing process and the device functioned as intended. Electrical continuity of both the pump-end and external portions of the percutaneous lead did not reveal any discontinuities or shorts. However, exam of the lead upon removal of its silicone jacket showed breakdown of the braided shield approx 5.5" from the pump housing. Visual inspection of this area revealed breaches in the insulation of the red and yellow wires, exposing the inner conductors. The observed wire damage appeared to be the result of cyclic flexing. Minor abrasions to the insulation of the black, brown, and red wires were also noted approx 5" from the pump housing. The remaining wires appeared unremarkable. The 28" external portion of the lead was evaluated and its wires appeared unremarkable. If any of the exposed conductors of the red or yellow wires of the pump-end section of the percutaneous lead contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the reported alarms and pump stoppage. The reported event also could have resulted from a phase-to-phase short if the inner conductors of the red (phase 3) and yellow (phase 1) wires made direct contact or simultaneous contact with the braided shield. A review of device history records for this device showed no deviations from manufacturing or qa specs. Upon evaluating the returned system controller, serial number (B)(4), the report of the pump stopping and the inability to get the pump started was confirmed. The controller was incapable of operating a pump in the primary mode when received. When forced to the back-up mode, the test pump began operating as expected in the back-up mode. The investigation revealed damaged components to the primary drive circuitry on the inner controller pcb, which rendered the controller incapable of operating a pump in the primary mode. The log file was also reviewed and contained 4 days of data from a run time of approx day 1 to day 4. A series of events was recorded at day 4, 1 hour, 14 minutes, where the system speed was captured below the low speed set point and as low as zero rpm. Unusually elevated power levels were captured during these events and the expected alarm conditions for low speed hazard and low flow hazard were active. The system was operating on 14 volt batteries at the time of the events. The controller remained powered and recorded an additional 46 minutes of data where the system was not operating and the pump disconnect flag was active. These events are consistent with the damage identified on the controller inner pcb. Although it cannot conclusively be determined, these events are also consistent with damage the controller can sustain due to a compromised pump driveline. A review of device history records for this device showed no deviations from manufacturing or qa specs. The user facility report #(B)(4) was received from the (B)(4). No further information is available. The MFR is closing its file on this event.